Manufacturer narrative:
On 10-jul-2023, bridges consumer healthcare received additional information from angelini s.p.a. Who received the report on 27-jun-2023. Follow-up information received on 27-jun-2023 from qa department. Complaint number (B)(4). Batch #: ga0310 batch code/sku#: f00573301023w product count: (B)(4) date of manufacture: 14-feb-2022 to 15-feb-2022 expiry date: 01-31-2025 quantity released: (B)(4) a 36-month trend analysis has been conducted. The trend analysis returned a total of (B)(4) for lower back/hip (lbh) heat wrap 8 hr products during the period (B)(6)2020 to (B)(6) 2023 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The search described in the investigation summary takes into consideration all adverse events. This search was not specific to burns only, therefore it is not intended to be used for determining similar incidents as per mir help text of the commission. Based on this trend analysis, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lower back hip product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Criticality minor based on the information provided, the event of burn, burn blister and device use error as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back & hip mentions that burn and burn blister could be adverse events of this medical device, whereas it does not mention device use error. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back & hip and adverse events is considered as possible, whereas for device use error it was considered not assessable. Batch ga0310 is the only batch within the scope of this investigation. The device history record, retain thermal results, raw materials and trending were evaluated. No quality issues were identified. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation requiring an evaluation of this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute defects or variable defects recorded for the batch. The complaint was evaluated to identify a potential trend for the lot and subclass. A trend does not exist for this lot. The most probable root cause cannot be identified.

Event description:
This serious spontaneous case, manufacturer control number 2023-031155 is an initial report from austria received on (B)(6)2023 from a consumer through diamed (pqc111). This case report concerns a 80-years-old male patient, who applied thermacare lower back & hip (lot number: ga0310, expiration date: 01/2025), for back pain. Concomitant medication(s): unknown. Medical history: unknown on (B)(6)2023, after thermacare lower back & hip initiation, the patient developed burn, burn blister, device use error. After 3 hours of wearing the heat wrap, the consumer complained about pain and too much heat. After immediate removal of the heat wrap, the reason for pain and discomfort became obvious. The consumer experienced burn with redness and burn blisters on the lower back at the complete application area of the heat wrap. The consumer had administered the heat wrap directly on the skin. Since the application day, he had been receiving treatment from his general practitioner. At the time of this report, the use of thermacare heat wrap had been more than a month ago and the wounds had to be freshly dressed every 2 days at the general practitioner. The consumer still suffered from pain of the burns and had to start taking antibiotics, as the wounds were not healing. As a result of this event thermacare lower back & hip was interrupted on 11-05-2023. The patient was treated for this event with antibiotics. Outcome: burn : not recovered/not resolved, burn blister : not recovered/not resolved, device use error : unknown on 13/06/2023. The action taken in response to the events for thermacare lower back & hip was device discontinued. Angelini medical assessment: the pi of thermacare lower back & hip mentions that burn and burn blister could be adverse events of this medical device, whereas it does not mention device use error. Dechallenge was negative and rechallenge was unknown for the events; dechallenge and rechallenge was not applicable for device use error. Temporal association adverse event smedical device is plausible. Based on the information provided, the causal relationship between thermacare lower back & hip and adverse events is considered as possible, whereas for device use error it was considered not assessable. The overall assessment for this case is serious/unlabeled/possible

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is (B)(6)2023.